Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) has been explanted after 26.3 months of service. The physician expressed concern that this device's battery has prematurely depleted. It was further noted that this model/serial device was part of the population of devices impacted by a physician advisory/recall for this model crt-d.